Manufacturer narrative:
Functional testing and visual/physical examination were performed to evaluated the suspect computer and during testing the reported event was duplicated. Computer would not power on during testing. Tried removing sub components and still no power. Suspect power supply failure. Failure mechanism: no or low voltage/power supply malfunction. This issue will be trended and monitored in a medtronic hardware anomaly tracking database.

Manufacturer narrative:
Patient information was not made available from the site.return requested for computer. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, at the end of a spine procedure, the navigation system computer automatically shut-down after the surgeon completed the navigation. Navigator's displays show "no signal" and the computer fan does not work. There was no delay of therapy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.